Event description:
The tandem t2 insulin pump failed. After installing a new infusion set the insulin was not being absorbed. After couple of hours I replaced it again and the same thing happened. By this time my blood sugar was over 400 and I was getting very confused. I tried to give myself an injection of insulin but was so confused I couldn't. I ended up in the hospital with a blood glucose over 700, unconscious. After being in intensive care unit for three days and moved to a room for two days I went home. When I called tandem to replace my pump they kept telling me it was my fault, I didn't know how to handle my diabetes, which I've had for 50 years, and passed me around to four departments. I finally talked to someone that agreed to replace it and they sent me a new one. Turns out it was a refurbished one and it has failed twice in 5 months and I don't trust it so I keep a very close watch on what it's doing. I have to replace the infusion sets way more than I should have to. I constantly go over 300 blood glucose and it then goes to extremely low blood glucose, below 40, because it gives me to much insulin. Today, (B)(6) , I have not eaten anything since 1:00 pm and my blood sugar is over 400 at 10:52 pm. I am changing my infusion set again and hope it comes down. I really not like this pump and it is causing way too many problems. I think this product should be reviewed by a consumer protection agency. The (B)(6) has all the tests and results. If necessary I could get them.